Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported 8100 devices not detecting air-in-line were not replicated during investigation. The suspect devices were fully evaluated, and no issues or malfunctions were observed during the investigation. The air in line threshold product analysis procedure tests were conducted to verify the device's functionality and attempt to replicate the reported issue. The suspect pump module successfully passed all tests performed. The event date provided by the customer was april 22, 2025; however, the time was not specified. During the log review, it was observed that no activity occurred on the event date provided by the customer. The last recorded activity for the suspect pump module (s/n (B)(6)) was on (B)(6) 2025. Additionally, the last activity for the suspect pump module (s/n (B)(6)), as shown in the logs, occurred on (B)(6) 2025. On (B)(6) 2025, at 1:52 pm, pump module 8100 (s/n (B)(6)) was attached to pcu (s/n (B)(6)) and assigned to channel a. From 1:53 pm to 1:54 pm, the pump was selected, and an infusion was programmed with a rate of 900 ml/h and a volume to be infused (vtbi) of 100 ml. The infusion started. From 2:01 pm to 2:02 pm, the program was completed, a kvo infusion started, the pump was paused, the channel off command was pressed, and the system was powered off. On (B)(6) 2025, from 9:34 pm to 9:35 pm, pump module 8100 (s/n (B)(6)) was attached to pcu (s/n (B)(6)) and assigned to channel b. The pump was selected, and an infusion was programmed with a rate of 75 ml/h and vtbi = 350 ml. The pump was paused. From 9:38 pm to 9:55 pm, the pump was restarted twice unsuccessfully, then selected again. The infusion was reprogrammed with a new rate of 125 ml/h and vtbi = 328.532 ml. The infusion started. From 10:50 pm to 10:54 pm, an air in line alarm was displayed four times, and the pump was restarted four times. From 10:54 pm to 11:09 pm, the pump was paused, the door was opened and closed, the pump was restarted, paused again, restarted once more, paused again, and the channel off command was pressed twice. Finally, the system was powered off. The alaris system user manual v12.3.2 says on chapter 2¿bd alaris¿ pump module model 8100 and bd alaris¿ syringe module model 8110 on summary of warnings and cautions the next statements to prevent air in line alarms: - ensure that patient is not connected when priming. - minimize downstream infusion of air by incorporating the following steps: - expelling air from the line during priming. - allowing cold solutions to warm to room temperature to prevent outgassing. - setting appropriate air-in-line thresholds. - ensuring the drip chamber remains vertical. - incorporating the use of a 0.2 micron in-line filter when clinically appropriate for high-risk patients; for example, neonates. - entering a vtbi less than or equal to the container volume. - ensuring appropriate venting when using containers, glass bottles, and burettes. - air reaching the patient could have serious consequences, such as: decreased oxygenation, seizures, arrhythmia, stroke, cardiac and/or respiratory arrest. Minimizing air in the line is particularly important for low, very low, and extremely low birth weight neonates. Ensure that tubing is fully inserted in the air-in-line detector to reduce the potential for nuisance air-in-line alarms. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of 8100 devices not detecting air-in-line was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review or laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module's were not detecting air-in-line and alarming or stopping an infusion. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module's were not detecting air-in-line and alarming or stopping an infusion. There was patient involvement and no harm.